Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. The current blood glucose was 327 mg/dl. Customer stated that on the back where she can read the screen and it partially rubbed off. Customer advised to monitor the insulin pump and revert to back up plan per healthcare professional until replacement cap arrives. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.